Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto 3 system and a map shift occurred. There was no patient movement, error message, or cardioversion. The medical team noted that there was a change in map shift based on the anatomy post-transseptal attempt. This occurred when they went back to performing the slow pathway ablation. During this time, the patient's pressure was "a little weird", and the specialist administering anesthesia stated that pressures were not getting better. The ep physician requested an external transthoracic echo to visualize the effusion and continued with the slow pathway ablation. The jnj company representative stated that for the majority of the ablations, the active map was set to the old map, because the fam of the new map was further inside, compared to the previous map. Such as that when left-clicking on the new map it would click on the transparent map". The medical team was not using the old his cloud map, they created a new his cloud map and that is what they were using to refer to ablate. However, the his points did not match the anatomy and the coronary sinus catheter was protruding out of its fam (fast anatomical mapping). The medical team remapped and then created a new map but still had the old map in high transparency to show the difference in anatomy. Additionally, tablation location that the physician selected was based on the new his cloud map and the visitags were not intersecting with the new his cloud. The company representative confirmed that there were no errors/messages observed indicating that there was a map shift. Map shift without patient movement/error message/cardioversion is MDR-reportable.

Manufacturer narrative:
On 19-oct-2023, the product investigation was completed. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto 3 system and a map shift occurred. There was no patient movement, error message, or cardioversion. The medical team noted that there was a change in map shift based on the anatomy post-transseptal attempt. This occurred when they went back to performing the slow pathway ablation. During this time, the patient's pressure was "a little weird", and the specialist administering anesthesia stated that pressures were not getting better. The ep physician requested an external transthoracic echo to visualize the effusion and continued with the slow pathway ablation. Device evaluation details: an investigation was initiated by the device manufacturer to investigate the issue. After reviewing the received data, it was found that the reported map shift was caused due to mapping with high metal values that were indicated on the screen by an error messages. Issue is related to user error. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).